Event description:
It was reported that approximately three weeks prior to report the patient was charging her neurostimulator and experienced a shocking sensation on the left side of her head. Since the incident, the patient has not felt stimulation on the left side of her body. It was noted that the patient had a bulging disc in the cervical area of her spine from an injury that occurred approximately one year ago. The patient also had swelling on her neck and had "massive" headaches. It was later reported that the patient received assistance from her physician and/or manufacturer representative on (B)(6) 2011 and her concerns were resolved. See manufacturer report # 3004209178-2011-09308.

Manufacturer narrative:
Extension model 3708360, serial # (B)(4), implanted: (B)(6) 2009 explanted: unk; extension model 3708360, serial # (B)(4), implanted: (B)(6) 2009, explanted: unk; lead model 3587a, lot # n067742, implanted: (B)(6) 2007, explanted: unk; lead model 3587a, lot # n0052678, implanted: (B)(6) 2007, explanted: unk; programmer model 37742, serial # (B)(4); recharger model 37752 serial # (B)(4); ins model 37713, serial # (B)(4), implanted: (B)(6) 2007, explanted: unk; extension model 748910, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk; extension model 748910, serial # (B)(4), implanted: (B)(6) 2010, explanted: unk; lead model 3093, lot # v513773, implanted: (B)(6) 2010, explanted: unk; lead model 3093, lot # v513773, implanted: (B)(6) 2010, explanted: unk; programmer 7435, serial # (B)(4).